Event description:
It was reported that patient had great relief and sensory response in the vaginal area, up until (B)(6) 2013, when patient had a surgical procedure done by the obstetrics and gynecology (obgyn). It was reported the procedure was done for the patient to do more of her breast stroke swimming. The patient groin muscle was cut and injected with 4 epidurals. It was reported that all possible contact pairs were reprogrammed and was not able to elicit any sensory or motor response. The healthcare provider was only able to get the ankle and calf area, no matter which electrodes were tried. It was indicated that hcp spent over 1.5 hours doing reprogramming. It was also reported when using the programming settings 3-2-c+, the hcp was able to get some butt cheek area stimulation but there was also stimulation in the ankle/cuff area. It was noted that hcp was able to leave at 2.1v, but while the patient walked to her car, she started complaining of overstimulation. It was decreased to 1.9v and again decreased down to 1.7v that evening. It was added that the stimulation was too strong at buttock, but she was not getting therapeutic relief. It was indicated that implantable neurostimulator (ins) has been off for 6 months. It was reported patient was seen this past tuesday (B)(6) 2013 and ins battery indicated 12-20 months of battery life remaining. It was also indicated that when the device was interrogated, no message was seen on the physician programmer and no power-on reset was seen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v864270, implanted: (B)(6) 2012, product type: lead. (B)(4).